Manufacturer narrative:
UDI related data quality updates only this MDR only contained the di portion of the UDI included in the medwatch form. The MDR has been corrected by adding the full UDI number.

Event description:
This report represents a correction to a previously submitted MDR.

Manufacturer narrative:
Discussion: on march 26, 2024, the sunrise medical legal department received a complaint in a civil action. There is limited information provided on the incident. The complaint alleges that while proceeding into an intersection, a separate vehicle did not yield the right of way and struck the end user's vehicle. The end user was allegedly secured in her wheelchair inside the handicapped equipped vehicle during the impact and her body allegedly "jackknifed" forward. The complaint further states that this action allegedly resulted in the end user suffering extensive internal injuries. There were no details presented on how the wheelchair caused or contributed to the incident or reported injuries. There was no information provided on what specific internal injuries were sustained during the incident or what type of treatment was required. Conclusion: while there is limited information on the incident and the reported injuries sustained, due to the allegation of potential serious injuries (extensive internal injuries), an MDR is being filed.

Event description:
The sunrise medical legal department received a complaint in a civil action that alleges the end user was involved in a vehicle accident. The end user was allegedly secured in her wheelchair inside the handicapped equipped vehicle during the impact and her body allegedly "jackknifed" forward. There is limited information on the incident and alleged injuries.